Event description:
The customer complained of discrepant glucose results for 1 patient from two accu-chek inform ii meters. At 09:16 am the glucose result was 53 mg/dl from accu-chek inform ii meter serial number (B)(4). The customer repeated the measurement because they believed the result was not accurate. At 09:21 am the glucose result was 113 mg/dl from accu-chek inform ii meter serial number (B)(4). There was no allegation of an adverse event. The qc on the meters was acceptable on the day of the event. The suspect device was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.